Event description:
During an incident in 2001 involving a male pt in full arrest, this defibrillator prompted "check electrodes." New pads were put on and the device still prompted "check electrodes." They wiggled the pt cable where the cable plugs into the defibrillator and got the "check electrodes" prompt to go away. The pt was then shocked twice, transported to a hosp but did not survive. Later testing at the station found the unit again prompting "check electrodes" with a heartstart tester. A known good hs3000 and the incident cable were used to eliminate the tester and cable as the cause.